Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage, including, but not limited to infrarenal inferior vena cava (ivc) filter perforating through the ivc with multiple struts extending extraluminal and fracture fragments. As a direct and proximate result of these malfunctions. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or post implant imaging available for review, the reported filter fracture and perforation could not be confirmed. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to infrarenal inferior vena cava (ivc) filter perforating through the ivc with multiple struts extending extraluminal and fracture fragments. As a direct and proximate result of these malfunctions. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage, including, but not limited to infrarenal inferior vena cava (ivc) filter perforating through the ivc with multiple struts extending extraluminal and fracture fragments. There is currently no additional information available for review. According to the information received in the patient profile form the patient became aware of the reported events, fracture, perforation of filter strut(s) outside the ivc and into organs, tilt, filter embedded in wall of the ivc, device unable to be retrieved, and near complete collapse of inferior aspect of filter, approximately nine years and six months post implant. There have been no documented attempts to retrieve the filter. The patient also reports anxiety related to the filter. According to the medical records the patient had a history of thrombosis of the dep veins of the lower extremities. The patient is coexisting with contraindications to systemic anticoagulation. The filter was placed via the right internal jugular vein and deployed right below the right renal vein. The patient tolerated the procedure well. Following the implant, the patient developed excruciating pain in the right flank suggesting caval perforation, diaphragmatic injury, or other unusual complication. The patient was taken for an immediate computed tomography (CT) scan of the abdomen which revealed a twenty-six-degree tilt of the filter and penetration of one of the filter struts not the right diaphragm, there was no evidence of retroperitoneal hemorrhage. The patient was monitored overnight and if the symptoms persisted, the filter was to be removed the following day. Approximately eight years and two months post implant, the patient underwent another CT scan which was submitted to another physician for review approximately one year and four months after the scan was performed. The images were compared to five serial monthly CT scans that were performed beginning approximately eight years post implant. The final impression from the review indicated that the filter was tilted, fractured and perforated the ivc and there was disruption to the integrity of the device causing near complete collapse of the inferior aspect of the ivc filter. There was no thrombus or hemorrhage seen. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems in as little as 12 days. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuosity and technique. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Filter collapse was reported, with the limited information and no imaging provided a clinical conclusion as to the cause of the event cannot be made. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt, collapse and perforation could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.